Event description:
The end user reported while unloading a patient from the ambulance, the stretcher did not engage with the hook and lowered from the ambulance deck. Patient details were not provided but no injuries were reported as a result of the incident. The end user reported the foot end operator was not lifting the foot end high enough to keep the head end wheels on the ambulance deck resulting in the safety bail not engaging with the hook.

Event description:
The end user reported while unloading a patient from the ambulance, the stretcher did not engage with the hook and lowered from the ambulance deck. Patient details were not provided but no injuries were reported as a result of the incident. The end user reported the foot end operator was not lifting the foot end high enough to keep the head end wheels on the ambulance deck resulting in the safety bail not engaging with the hook.

Manufacturer narrative:
A visual and functional evaluation was conducted on the subject stretcher and there was no observation of mechanical or component failure that would have contributed to the reported incident. Based on the complainant's incident report the contributing factor to the incident is attributed to unintentional use error.